Manufacturer narrative:
This ipg serial number was included in a field correction. The reported event of pocket heating while charging cannot be analyzed due to the battery being received in a condition that made analysis impossible. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 , reference MFR report #: 1627487-2018-03452. It was reported that the patient experienced burning sensation while charging the ipg since 2008. As a result, the patient underwent surgical intervention to have their system explanted. The issue occurred while using a high energy charger and patient did not participate in the charger swap. See previous reports for related issues with this device. Please see MFR. Report# 1627487-2017-02817 for pain at ipg site, explant, device return and analysis. Please see MFR. Report# 1627487-2014-20272 for related issue of pain at ipg site.